Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The difficulty deploying the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty deploying the foot and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional pacemaker implantation procedure. Reportedly, the foot would not deploy. The proglide device was removed over the guide wire. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 27f and the pacemaker procedure was completed. The successfully preplaced sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.